Event description:
The patient reportedly experienced increasing frequency of intermittencies, frequent shocks and sound issues. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing of device showed that it is functional. Surgery to explant/re-implant the patient's device is still under consideration.